Manufacturer narrative:
There are no indications that the problem is related to the astra tech products. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received one osseospeed tx 3.5s- 9 dental implant on (B)(6) 2011 in regio 12 (fdi # 24). The implant was connected to a natural tooth in regio 15 (fdi # 27) with a bridge construction. On (B)(6) 2020 the construction was lost. Both the tooth and the implant were loose and had to be removed.